Event description:
It was reported that the handle of the driver was broken when the surgeon tried to remove the screw from the femoral component though he did not apply much force. So, he used the only the tip of the driver and jacobs chuck.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not sold in the u.s., but a similar device is commercially available in the u.s.